Manufacturer narrative:
Exemption # e2012017 report late due to asr to individual reporting transition.

Event description:
Per complaint (B)(4), during post operative check it was observed that implant had illegible sinus lift. Implant was tested for integration by checking torque. Occlusion was checked and did not illegible high. Adjacent teeth had perio. Also possible of custom abutment being too large for implant. Implant failed to integrate